Event description:
Reportedly, during a replacement procedure of a pacemaker, a first connection issue occurred with a first replacement pacemaker which was not implanted (reported under MDR #1000165971-2010-0106). A new pacemaker (the one involved in this MDR report) was connected to the leads; however, during post-implant check, high impedance and no pacing/sensing was observed in the ventricular channel. One day before reintervention, there was anormal pacing/sensing but still a high impedance (1400 ohms). At reintervention, the lead and the connection were checked without showing anomaly but the pacemaker involved in this MDR report was explanted and returned for analysis. Another reply pacemaker was implanted successfully.

Manufacturer narrative:
Conclusion: the electrical characteristics of the returned device were within specifications. No data was available to review egm episodes. A detailed visual inspection of the connecting components of the device revealed that: distal atrial and ventricular setscrews and terminal blocks were found completely unscrewed and showed damages at the first thread; the silicone cover was damaged (holes) at the level of the screwdriver slots; these observations clearly resulted from incorrect screwing/ unscrewing operations; however, it is not possible to determine whether these damages resulted from screwing operations at implant or at explant, i.e. Whether there is a link between these damages and the reported behavior. It was reported that: at first, the implantation, ventricular pacing and sensing failure was observed; clicking sound was heard when screwing and a pull test of the lead was done; as the lead was previously successfully tested with the psa, the physician decided to keep the device implanted; abnormally high ventricular impedance (>3000) was observed at the post-implant check with no ventricular pacing and sensing; one day before the revision procedure, there was no more pacing/sensing failure but the impedance of the ventricular lead showed 1200-1400 ohms; during the revision, the lead was considered tightened by a pull test and the lead was successfully tested with the psa after disconnection; the physician decided to explant the ventricular lead and the device.